Event description:
It was reported that the right atrial (ra) lead was post-operatively exhibiting high impedance. The cardiac resynchronization therapy pacemaker (crt-p) setscrew was reinserted and impedance returned to normal. The lead and crt-p remain in use. No patient complications have been reported as a result of this event.